Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "tip cannot close". Failure analysis found the primary failure of stuck grip tips to be related to the customer reported complaint. The instrument was found to have stuck grip tips. Unable to manually articulate the grip tips. Additional observations not reported by site that are related to the primary failure: after opening the housing, the instrument was found to have a derailed grip cable at the proximal end. Root cause of this failure is attributed to user. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is attributed to the cleaning/reprocessing techniques.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier¿s tip could not be close. There was no report of patient involvement.